Event description:
Boston scientific received information that the patient implanted with this right ventricular lead presented to the hospital with symptoms of lightheadedness. Heart rates in the 20 beats per minute range were observed, however, it was reported that the patient did not experience asystole for greater than two seconds. The lead exhibited varied threshold measurements and loss of capture. The lead was observed to have dislodged. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.